Event description:
It was reported that customer was hospitalized for dka. Troubleshooting performed and pump appeared to be operating as designed. It was stated that customer and md were uncomfortable with pump and requested that replacement be shipped. Pump was replaced accordingly.